Event description:
It was reported that while infusing tpn the pump switched from 95ml/hr in primary mode to a secondary infusion rate. There was no pt consequence reported.

Manufacturer narrative:
MFR's report date: 03/27/98. The pump was visually and functionally tested and was found to meet all specifications. Rate accuracy was performed and the unit met MFR's specifications and exhibited no spontaneous switch over from primary to secondary mode. Co was unable to confirm the reported issue of rate change from primary to secondary.